Manufacturer narrative:
(B)(6). (B)(4). This product is not approved for sale in us but a similar product with product ID 869-021 and 510k number (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent plf surgery at th8-s2 levels on (B)(6) 2012. Revision surgeries were operated on (B)(6) 2014, (B)(6) and (B)(6) due to repeated rod breakages and proximal junctional kyphosis (pjk). Patient complications were reported unknown.